Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation they received a red warning message. They were able to continue with device interrogation without any further issues. Upon printing the summary report a code for a da error was seen. It was noted that the patient had been exposed to nuclear stress approximately one week earlier and was also a dialysis patient. There had been no other exposure to radiation. Boston scientific technical services (ts) discussed that the da error was due to a bit flip in the device's memory and was self correcting. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.